Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
An intermittent motor stall was reported. The critical stall alarm was confirmed by telemetry. The logs went back to (B)(6) 2013 with all thirty lines showing various stalls and recoveries. The most recent stall was on the date of the report with no recovery. The patient had not used any new electronics and environmental causes seemed to be ruled out. The patient was feeling ok since they had been taking oral medications. The medication infused was fentanyl. It was later noted that the pump was replacement was to either be on (B)(6) 2013 or the following week on (B)(6) 2013. A representative later reported that the event had a possible relation to symptoms the patient experienced a month ago. They reported, the patient had symptoms of a lack of therapeutic benefit. The pump was replaced on (B)(6) 2013, and they were to determine the efficacy as the dose was titrated over the next few weeks.

Manufacturer narrative:
Analysis of the pump revealed shorting across the insulator of the feedthru.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.